Event description:
It was reported that on (B)(6) 2013, there was a sterilization issue with drill guides from the synthes small fragment sets (ssfs). It is reported that there has been an on-going sterilization issue with these guides involving possible finish degrading or some other finish issue. It was reported that this has happened more than once and that the drill guides were over 20 years old. No patient involvement was reported. This is report 5 of 12 for complaint (B)(6)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.